Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gynaecological procedure, while suturing the uterine using a continuous suturing technique, the tip of the needle broke and fell into the patient's cavity. The needle was not retrieved.